Manufacturer narrative:
For 1 of the pending events, no further information was provided for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
For 6 event, the investigation is ongoing. For 5 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. For 9 of the events, the investigation found the issue was resolved by the service actions. The follow up actions were: 1 event: the field service engineer corrected the rinse nozzles position and confirmed the module was running within specification. 1 event: the field service representative replaced leaking tubing and confirmed the analyzer was working within specifications. 1 event: the field service engineer checked the analyzer and confirmed it was running within specifications. 1 event: the field service representative replaced the gear pump. 1 event: the field service engineer found a hole in the rinse tubes in the cuvette wash stations and replaced the tubes. 1 event: the sample probes were replaced. 1 event: the pump pressure, rinse mechanism volumes and photometer were checked; results were within range. Precision studies were performed and were acceptable. 1 event: the service engineer replaced the cell rinse tubing assembly for all rinse mechanisms and two nozzles. 1 event: the field service representative changed the of gear pump head and reagent probe and performed adjustments. 1 event: the field service representative changed the pump head assembly. 1 event: the field service representative found the gear pump head was damaged and replaced it. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial #: (B)(4).

Event description:
This report summarizes <noe>20</noe> malfunction events. Non-reproducible results were generated by the cobas 8000 c 702 module. The events involved a total of 44 patients with the following: 14: crep2 creatinine plus ver.2, 4: albt2 tina-quant albumin gen.2, 4: ca2 calcium gen.2, 2: phos2 phosphate (inorganic) ver.2, 5: li lithium, 4: alt alanine aminotransferase acc. To ifcc, 3: ureal urea/bun, 2: ast aspartate aminotransferase, 3: trsf2 tina-quant transferrin ver.2, 1: mg2 magnesium gen.2, 1: igg-2 tina-quant igg gen.2, 1: igm-2 tina-quant igm gen.2. The known patients' ages ranged from 59 - 73 years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were known to be 2 male and 1 female. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.

Manufacturer narrative:
For two of the events, the investigation did not identify a product problem. The cause of the event could not be determined. For one event, the investigation determined the service actions resolved the issue. Follow up actions include: the fse adjusted the gear pump pressure on the instrument. Precision testing was performed. All reagent probes were replaced. The customer has had no further issues. For one event, the investigation determined the issue was caused by and issue with pre-analytic sample handling. There were no follow up actions for this event.